Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient underwent a lap inguinal hernia repair (tep) in (B)(6) 2014. Approximately 14 months post op the patient experienced unbearable pain. The patient was admitted to the hospital in (B)(6) 2015. The patient underwent a second procedure where the doctor cut out some of the upper edge of the mesh. The upper edge of the mesh was the point for maximum pain. The doctor stated the mesh had curled a little in the area. The doctor sutured the top mesh edge to the peritoneum. The patient felt better right away, but when the patient began to move it felt too tight. There was too much tension from the upper side of the mesh. The patient visited a specialist where it was demonstrated that the pain was nociceptive pain. The patient chose to have the mesh removed in (B)(6) 2017. The surgeon stated the mesh had "crumbled and folded."